Manufacturer narrative:
Additional information: d10, h3, and h6. The reported event of inadequate capture threshold was not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an implant procedure, a high capture threshold resulting in a loss of capture was observed on the left ventricular (lv) lead. The lv lead was explanted, and only a two chamber system was implanted to resolve the event. The patient was stable and will continue to be monitored.